Event description:
Consultant reported that surgeon complained that cannulated locking screws backed out of 4.5 lcp condylar plate post-operatively. Screws and plate were explanted. Diabetic pt had a non-union of the distal femur.